Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse verified and adjusted the sample probe z positions, liquid surface, precision test small bottle z position, and hand touch functions. The customer verified that the instrument was operational. There was no further action required by fse. The most probable cause of the error 2076 clog detected at specimen was due to a clog detection adjustment.

Event description:
On (B)(6) 2017, a customer reported error 2076 clog detected at specimen with their a1a-900 analyzer. The account tried rebooting but the error persisted. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.